Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended. Additionally, it was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Reportedly, customer loaded a new cartridge to resolve the issue. In addition, customer reported that the pump intermittently shut down unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.